Manufacturer narrative:
H3 other text : other.

Event description:
It was reported on august 21, that after turning on the horizon device, the technician heard a loud popping sound, then sparks, then a flame and smoke. No additional information available.

Manufacturer narrative:
Devices evaluation by field engineer: a field engineer examined the device and could not confirm if flames were coming out of the machine as there was no damage to surrounding areas. The field engineer the low-voltage power supply was replaced and the system was returned to service.